Manufacturer narrative:
(B)(4). Ethnicity: non-hispanic, race: caucasian. Concomitant med products due to character limitation: coils: microvention cosmos 4 mm x 8 cm; target 360 ultra 4 mm x 6 cm and 3 mm x 6 cm; target 360 nano 2 mm x 3 cm and 1.5 mm x 3 cm. Initial reporter - clinical research coordinator. Complaint conclusion: as reported via the (B)(6) study ((B)(6)), the (B)(6) female patient with a history of smoking and headaches was admitted with a mild small right medial thalamic infarction on (B)(6) 2016. The patient suffered from diplopia and imbalance. Plavix (75 mg) was restarted. No additional treatment was provided during hospital stay. The patient was discharged home at neurological baseline on (B)(6) 2016. The event resolved with sequelae of ¿eyes feel funny sometimes¿. The etiology of the stroke could not be conclusively determined; however, the possibilities included small vessel lacunar infarction, noting the patient was a heavy smoker, and posterior cerebral artery (pca) perforator occlusion (device marker mediated). Neurology discharge summary stated that the stroke may have also been a complication of the pulserider device. Review of the images with neuroradiology showed that the pulserider was in good position, but one of the wires may have occluded a small perforating thalamic artery resulting in the stroke. Angiogram was not deemed necessary as the magnetic resonance angiography (mra) revealed that the pulserider was in good position. The investigator stated that the stroke was not likely secondary to thromboembolism to perforator either from residual aneurysm sac or right pca position of stent. The investigator reported it is highly probable that the event is related to the index procedure and unlikely that the event is related to the pulserider study device. Pre-treatment angiography revealed an incidental unruptured basilar artery bifurcation aneurysm (superiorly and anteriorly). The bifurcation aneurysm had the following dimensions: dome height 008.4 mm, dome width 008.9 mm, neck width 005.2 mm and dome to neck ratio of 1.71. The parent vessel diameter was 003.0 mm. The patient underwent implantation of the 3 mm, 8 mm pulserider t (201dw2450) aneurysm neck reconstruction device (anrd) on (B)(6) 2015. The pulserider was deployed accurately across the target aneurysm and detached at the treatment site. Multiple competitor coils, including microvention cosmos 4 mm x 8 cm, target 360 ultra 4 mm x 6 cm and 3 mm x 6 cm, and target 360 nano 2 mm x 3 cm and 1.5 mm x 3 cm, were placed within the aneurysm sac. The pulserider successfully retained the coils within the aneurysm. No intraprocedural adverse events/product malfunctions occurred. There was no report of dissection or any other parent vessel damage. In the physician¿s opinion, there was no angiographic evidence of unwanted thrombus formation or coil herniation. The case was deemed a technical success and the treatment of the aneurysm was considered complete. The raymond¿roy occlusion classification (rroc) score was class iii: residual aneurysm = incomplete occlusion, apparent flow into the sac. The post-procedural neurological exam was normal. The patient was discharged with dual antiplatelet medication. Immediate post-procedure angiography and 6-month follow-up angiography showed all thalamic regions filling. Angiography on (B)(6) 2016 showed 85% contrast filling in the sac of the aneurysm with 100% parent and branch artery patency. Plavix was discontinued per protocol and aspirin (asa) was continued. The patient had the stroke 6 weeks later. The patient underwent re-treatment of aneurysm on (B)(6) 2016 utilizing dual microcatheter technique and five coils with significant reduction in filling of the aneurysm. Follow-up mra on (B)(6) 2017 revealed post-procedural changes of pulserider-assisted basilar apex aneurysm coil embolization with decreased residual filling near the left pca origin, very similar to the angiographic images following re-treatment in (B)(6) 2016. The patient reported no new neurological symptoms at this time. No further information was provided. The pulserider t remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Stroke is a known procedural complication associated with the pulserider device and with treatment of cerebral aneurysms. The root cause of the stroke cannot be conclusively determined; however, the aneurysm had only 85% aneurysm filling in the sac of the aneurysm two months prior to the event. The event may have been related to thrombus formation at the recanalized aneurysm or a small-vessel lacunar infarction secondary to heavy smoking. Smoking predisposes individuals to large- and small-vessel lacunar stroke due to atherosclerosis and arterial damage. Based on the information available for review, there are patient, pharmacological, and/or procedural factors that may have contributed to the reported event. There is no indication of any device performance or manufacturing issues related to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study ((B)(6)), the patient was admitted with a mild small right medial thalamic infarction on (B)(6) 2016. The patient suffered from diplopia and imbalance. Plavix (75 mg) was restarted. No additional treatment was provided during hospital stay. The patient was discharged home at neurological baseline on (B)(6) 2016. The event resolved with sequelae of ¿eyes feel funny sometimes¿. The etiology of the stroke could not be conclusively determined; however, the possibilities included small vessel lacunar infarction, noting the patient was a heavy smoker, and posterior cerebral artery (pca) perforator occlusion (device marker mediated). Neurology discharge summary stated that the stroke may have also been a complication of the pulserider device. Review of the images with neuroradiology showed that the pulserider was in good position, but one of the wires may have occluded a small perforating thalamic artery resulting in the stroke. Angiogram was not deemed necessary as the magnetic resonance angiography (mra) revealed that the pulserider was in good position. The investigator stated that the stroke was not likely secondary to thromboembolism to perforator either from residual aneurysm sac or right pca position of stent. The investigator reported it is highly probable that the event is related to the index procedure and unlikely that the event is related to the pulserider study device. Pre-treatment angiography revealed an incidental unruptured basilar artery bifurcation aneurysm (superiorly and anteriorly). The bifurcation aneurysm had the following dimensions: dome height 008.4 mm, dome width 008.9 mm, neck width 005.2 mm and dome to neck ratio of 1.71. The parent vessel diameter was 003.0 mm. The patient underwent implantation of the 3 mm, 8 mm pulserider t (201dw2450) aneurysm neck reconstruction device (anrd) on (B)(6) 2015. The pulserider was deployed accurately across the target aneurysm and detached at the treatment site. Multiple competitor coils, including microvention cosmos 4 mm x 8 cm, target 360 ultra 4 mm x 6 cm and 3 mm x 6 cm, and target 360 nano 2 mm x 3 cm and 1.5 mm x 3 cm, were placed within the aneurysm sac. The pulserider successfully retained the coils within the aneurysm. No intraprocedural adverse events/product malfunctions occurred. There was no report of dissection or any other parent vessel damage. In the physician¿s opinion, there was no angiographic evidence of unwanted thrombus formation or coil herniation. The case was deemed a technical success and the treatment of the aneurysm was considered complete. The raymond¿roy occlusion classification (rroc) score was class iii: residual aneurysm = incomplete occlusion, apparent flow into the sac. The post-procedural neurological exam was normal. The patient was discharged with dual antiplatelet medication. Immediate post-procedure angiography and 6-month follow-up angiography showed all thalamic regions filling. Angiography on (B)(6) 2016 showed 85% contrast filling in the sac of the aneurysm with 100% parent and branch artery patency. Plavix was discontinued per protocol and aspirin (asa) was continued. The patient had the stroke 6 weeks later. The patient underwent re-treatment of aneurysm on (B)(6) 2016 utilizing dual microcatheter technique and five coils with significant reduction in filling of the aneurysm. Follow-up mra on (B)(6) 2017 revealed post-procedural changes of pulserider-assisted basilar apex aneurysm coil embolization with decreased residual filling near the left pca origin, very similar to the angiographic images following re-treatment in (B)(6) 2016. The patient reported no new neurological symptoms at this time. The device remains implanted and is thus not available for return. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This supplemental MDR is to notify you that the initial MDR was inadvertently submitted on a device that, at the time of the event, was investigational in nature in the u.s. Market and per cfr 803.19, this event is exempt from normal MDR reporting. These events were reported to the ide program part of hde#h16002 in accordance with 21 cfr part 812.